Event description:
It has been reported to philips the monitor will not boot. Turn on unit, the initial rdt blue screen comes up, then turns to a black screen. Battery has been removed and put back in. No resolution.